Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) USA has been used as a default.  Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a shield issue occurred during use with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "I am having issues with bd ultra-fine short pen needles lot number 9204816. Many needles are bent and some I cannot even get the protective sheath off as it appears to be stuck. I have been using these for years and never had this issue."